Event description:
It was reported that the right atrial lead exhibited low impedance and oversensing. The lead sustained rib clavicle crush damage. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis found that partial lead was returned. Compressed outer coil due to clavicle crush was noted at 28.0 cm to 29.0 cm from the distal tip, insulation damage was also noted in this region. The damage to the insulation caused an internal short that could have resulted in the reported complaint of oversensing and low impedance.